Event description:
A 1.5mmx15mm sprinter otw dilatation balloon catheter was used to dilate an om lesion. The lesion morphology was reported to be severely calcified with 80-90% stenosis. The physician inserted a device to the lesion stie and upon the first inflation at 20 atms, the balloon burst (MFR report# 2953200200700570). A second ncsp2515x was inserted and inflated to 20atms: the balloon burst (MFR report # 2953200200700571). A another device was inserted and inflated to 20atms; the balloon burst (MFR report# 295320200700572). A third device was inserted to the lesion site and inflated to 18 atms; the balloon burst. Another MFR's high pressure balloon was used to successfully complete the case. No additional clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. A small tear was located over the marker band. There were no scratches noted on the balloon near the tear. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.